Event description:
Boston scientific received information that, after prolonged use, this programmer made a sound like it had blown a fuse and emitted an odor like it was burning. The field representative unplugged the programmer and verified that it was not on fire. No adverse patient effects or harm to users were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the clinical observation against the programmer was confirmed. The programmer unit would not power up, and it was found that an internal component had burned. The programmer was successfully repaired.